Event description:
It was reported that during the sleeve gastrectomy procedure, (B)(6) 2022. Two weeks post op, the patient presented to clinic as feverish and feeling poorly. They were admitted and reoperated on (B)(6) 2022 as recalled by the doctor in interview, he performed the re-op. Initial CT scan noted evidence of intraluminal air and patient was tachycardia. In surgical exploration, he noted the liver and spleen were adhered to sleeve conduit. Intraluminal endoscopic air leak test was performed and no bubbles noted. The drain was placed and no drainage was noted. Patient issues resolved. There were patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. The surgeon use a psee60a device and 2 green, gst60, reloads, and one gold, gst 60, reload with slrs. They feel the issue appears to be occurring on the proximal 1/3 of the staple line of the gastric sleeve. The rep states there are no issues intraoperatively with the device, its performance, or with staple formation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022 additional information: a manufacturing record evaluation was performed for the finished device lot number rhcbqps0 and no non-conformances were identified. Expiration date: 6/2023.